Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported over data from (B)(6) : review the performance of implants following a review of the data conducted in march 2019 on aura ii, on 304 primaries surgeries, 33 have been revised during the first year postoperative. This complaint is related to revision due to periprosthetic fracture: it was reported that a patient underwent revision (hip, right) due to periprosthetic fracture, 4 years after implantation. The head and the stem were removed.

Event description:
It has been reported over data from njr (national joint registry - UK) : review the performance of implants following a review of the data conducted in march 2019 on aura ii, on 304 primaries surgeries, 33 have been revised during the first year postoperative. This complaint is related to revision due to periprosthetic fracture: it was reported that a patient underwent revision (hip, right) due to periprosthetic fracture, 4 years after implantation. The head and the stem were removed.

Manufacturer narrative:
(B)(4). D11 - associated devices: plasma cup size 56, reference nh056t, batch 51205937. Pe insert 28mm 56/58, reference nh194, batch 51222517. Stainless steel femoral head d28, reference p0201m28, batch 0000161641 this follow-up report is being filled to relay additional information. No x-ray provided, no surgical notes and product not returned. Therefore, the reported event could not be confirmed. The product analysis can't be performed as the product was not returned the device manufacturing quality record indicate that the released product met all requirements to perform as intended. The instructions for use has been reviewed and it was found that the cup and the liner implanted was not compatible with the stem. Therefore, the whole compatibility of the device is not assumed. Only the current complaint has been recorded on aura ii hip ha coated right size 7, reference p0126h07, batch 0000134652 regarding revision due to bone fracture. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.